Manufacturer narrative:
The reported adverse event is associated with a returned device; however, insufficient clinical information was provided by the clinic which made it impossible to establish the root cause of the issue. Hence, no specific device analysis is deemed necessary at this time. Should more information be made available at a later date, the decision could be reassessed.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced abnormal sound distortion along with a loose abutment. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time.